Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side deflation." Device remains implanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, g2, h3, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported "left side deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white particles inner the device and opening on posterior. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on posterior assessed as fold flaw opening.